Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism that is found in the intestinal tract of humans. Therefore, the patient¿s peritonitis can be reasonably attributed to poor handwashing and touch contamination during the pd exchange, as reported by the patient¿s nurse. Moreover, the concomitant use of phenergan which makes the patient drowsy may have led to inadvertent touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient had peritonitis. During additional follow-up, the home program manager reported that on (B)(6) 2020, the patient had a pd culture (obtained in the pd clinic) which yielded growth of enterococcus faecalis. The patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues pd therapy with the same cycler without any adverse effects. The nurse stated the patient¿s caregiver sets up the cycler and pd treatment during the day and the patient connects themself at night. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was reported this patient takes the medication phenergan which causes drowsiness. Per the nurse, the peritonitis event was associated with poor handwashing and touch contamination during the pd exchange. The nurse stated the touch contamination was related to combination of drowsiness from concomitant medication and patient age (elderly).